Manufacturer narrative:
During subsequent follow-up with the customer, additional information was received. The reporter stated that there was a five minute delay due to the reported event. There were identical spare devices available for use. There was patient involvement reported. The reporter stated that no pieces of the device fell into the patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during a cochlear implant surgery, it was observed that the end of the cutting burr device that went into the motor device broke off. It was further reported that the broken piece may still be in the hand piece of the motor device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed which determined that in the burr device lock mechanism assembly, approximately 5mm of the proximal end of a cutter device was broken off in the assembly, preventing a cutter device from being secured. It was noted that there was no damage to the handpiece device that may have caused the cutter device to break. The broken cutter device was evaluated and the break showed circular striations, indicating a rotational shear. There were no signs of any damage along the perimeter of the break line on the cutter device that would have resulted in a breakage under normal torsional load. It was further determined that the brittle nature of the carbide may have resulted in a high stress brittle fracture of the cutter device due to the excessive impact on the cutter head at full speed. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to user error / abuse and possibly misuse e. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.